Event description:
I purchased this glucose test strip on amazon under https://www.amazon.com/dp/b0dg6mrx14. The glucose urine test strips produced inconsistent results when tested on the same urine sample. Initially, the test showed a positive result for glucose, but subsequent tests on the same sample yielded negative results. This inconsistency raised concerns about the accuracy and reliability of the strips. I tried reaching out to the company but they never responded.